Event description:
Additional information received from the affiliate reporting: it was reported by the affiliate via cst that while performing a medical meniscal repair using truespan 12 degree when he deployed the 1st implant the red lever became jammed and unable to deploy the 2nd implant. It was mentioned that the surgeon removed the implant and replaced with another 12 degree implant which deployed ok. There was no patient harm but a 5 minutes delay in surgery was reported. The procedure was successfully completed with another 12 degree truespan. There were no fragments generated. There was no other medical intervention required. It was mentioned that the surgeon fully depressed the trigger until the click. The tip of the needle was still in scope view. It was mentioned that the surgeon penetrate the meniscus all the way to the depth stop. The surgery was completed by using another 12 degree truespan. The surgeon did not USA a probe.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (b5): event description investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on 6/26/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that while performing a medical meniscal repair using truespan 12 degree when he deployed the 1st implant the red lever became jammed and unable to deploy the 2nd implant. It was mentioned that the surgeon removed the implant and replaced with another 12 degree implant which deployed ok. There was no patient harm but a 5 minutes delay in surgery was reported. The procedure was successfully completed with another 12 degree truespan. There were no fragments generated. There was no other medical intervention required.